Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced display anomaly. The customer's blood glucose value was 178 mg/dl. The customer stated that the pump started beeping and the display flashed white. The customer might have bumped the pump in gym class. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to perform the functional tests, including the self- test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant flashing white light on the display and constantly beeping. The insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.